Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, two (2) streams of water emitted from the balloon wall. The balloon was microscopically examined and two (2) pinholes in the balloon wall at the distal edge of the distal markerband were revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands and in the bonds that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery with a 4f non-bsc sheath. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous left posterior tibial artery. After a 014 non-bsc guidewire crossed the lesion, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2x40mm coyote¿ es balloon catheter at 15atmospheres. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery with a 4f non-bsc sheath. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous left posterior tibial artery. After a 014 non-bsc guidewire crossed the lesion, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2x40mm coyote¿ es balloon catheter at 15atmospheres. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).